Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, the two seals were damaged. The trocar caused bleeding/tissue trauma due to sticking of instrument getting stuck in the trocar. It was also noted that the suturing device was difficult to toggle, load, and unload.